Manufacturer narrative:
A ge service representative performed an onsite investigation. The circuit breaker was reset and the monitor power supply was adjusted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not boot up and also had an intermittent touch screen error. No pt injury was reported.